Event description:
I had lt total hip replacement (B)(6) 2010. I received the depuy asr total hip pinnacle acetabular cup sz mm50, altrx 10 degree 32 articul/eze, aml 6' small stature. Prior to surgery, I had groin and thigh pain, this pain has increased since surgery, with walking and weight bearing. I am unable to go up and down stairs, turning in bed hurts. The pain is in the left groin and goes into my left thigh and the lateral part of my left leg. My leg is weak and even with 3 rounds of pt still have no strength and severe pain. The pain in groin is worst when lift left leg 45, 60 and 90 degree, it feels like a click/catch and the pain is worst at those points. I am a registered nurse and have taken care of pts with hip replacements, this is not normal recovery. Something is wrong with this device. Dates of use: (B)(6) 2003 - (B)(6) 2010. Diagnosis or reason for use: lt hip degeneration. Pt (B)(6) 2010 xray lt hip (B)(6) 2010.